Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of device migration is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a case of post-operative migration of xen implant in which the device is no longer in contact with the anterior chamber, resulting in a lack of effectiveness of the xen. In terms of positioning, the xen is much longer under the conjunctiva (> 3mm).